Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had pump error with their device. It was reported that it had occurred twice. No further information provided.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 130 was noted during our testing. The motor was tested outside the device and passed. The insulin pump had faded serial number label, and minor scratched display window.